Event description:
(B)(4). I have hair loss, metal taste, ovary cyst busted, depression, anxiety, mrsa, cervical cancer, neurological damage, nerve damage, pain all the time in legs , arms, shoulders, bloated.